Event description:
Hill-rom received a report from the account stating that the bed exit would not alarm. The bed was located at the account in ICU. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech support found the power control board assembly to be inoperable. A search of the hill-rom maintenance records showed hill-eom performed preventative maintenance on this bed in 2006, 2007, 2009, 2010 and 2012. It is unk if the facility performed any other preventative maintenance on this bed. The account replaced the power control board to resolve the issue. Based on this info, no further action is required.